Manufacturer narrative:
Preliminary investigation results device alarmed for te 232006 (blower temperature sensor defect) and failed the self test. No interruption of ventilation or medical intervention was reported. According to the latest reporting decision workflow guidance "sev03" and "startup" issues are considered to be potentially reportable events. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information, updated fields.

Event description:
Self test and te:232006.

Manufacturer narrative:
Preliminary investigation results: device alarmed for te 232006 (blower temperature sensor defect) and failed the self test. No interruption of ventilation or medical intervention was reported. According to the latest reporting decision workflow guidance "sev03" and "startup" issues are considered to be potentially reportable events. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information, updated fields: b4, d1, d2a, d4, d8, g1, g2, g6, h2, h4, h5. Follow-up 2 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. It was reported that the self-test failed during start up. No patient was involved at the time of the event, and the device was not in clinical use. Consequently, the event did not cause or contribute to a death or serious injury to a patient. Upon review of the device logs, it was observed that the issue occurred during startup, affecting the device's ability to initiate ventilation. The root cause was identified as a defective mainboard. To resolve the issue, the mainboard was replaced, software upgraded from 2.0.9 version to 2.0.11 version, service timer reset, recommended service software checks, tests and calibrations performed. Device passed all checks and tests, and device was put into use.

Event description:
Self test and te: 232006.

Manufacturer narrative:
Preliminary investigation results: device alarmed for te (B)(4) (blower temperature sensor defect) and failed the self test. No interruption of ventilation or medical intervention was reported. According to the latest reporting decision work flow guidance "sev03" and "startup" issues are considered to be potentially reportable events. The issue is not likely to be serious to public health but has potential to cause serious injury or death, if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event.

Event description:
Self test and te: (B)(4).